Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 412mg/dl, and her blood glucose was treated with the insulin pump. Troubleshooting was performed. Assisted the customer to rewind and priming, but the infusion set was not disconnected from the insulin pump and she received over 7.0 units of insulin. The customer stated that her blood glucose was running high for several days while she has been in the rehabilitation center and after having a back surgery; then the call was disconnected. No further information was provided.